Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient was admitted to the hospital on (B)(6) 2015 (duration not reported) due to extrusion of the device, as well as infection at the implant site; at which time the patient was treated with IV antibiotics. Subsequently on (B)(6) 2015, the patient underwent a skin flap revision surgery. The implanted device remains.

Manufacturer narrative:
Correction: the patient did not have a skin flap revision surgery as previously reported. Per the clinic, the device was explanted (B)(6) 2016 due to incorrect placement of device. During the same surgery, the patient was reimplanted with a new device during the same surgery.